Manufacturer narrative:
Device evaluated by MFR: the delivery wire was returned inside the introducer sheath. The main coil returned out of the introducer sheath, it was found damaged, kinked and stretched. The main coil was found without fiber bundles. The zap tip and the interlocking arm were detached, the parts were not returned. The twist lock of the introducer sheath had been opened. The delivery wire was inspected, and no anomalies were noted. The delivery wire was advanced through the introducer sheath, without problems, no resistance was noticed. The proximal end has a smooth surface. The interlocking arm was inspected, and no damages were found. The delivery wire proximal end has a smooth surface. The interlocking arm was inspected, and no damages were found. The main coil interlocking arm and zap tip were detached. The parts were not returned. Dimensional inspection of the distal and proximal fiber bundles revealed the number of fiber bundles were below specification.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 8mm x 40cm interlock coil and a 10mm x 20cm interlock coil were selected for use. During procedure, it was noted that there was resistance felt during deployment of the coil, and it could not be pushed further. The pusher wire was pulled out, but coil was left detached inside the 5f non boston scientific catheter. The same event occurred with the second coil. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 8mm x 40cm interlock coil and a 10mm x 20cm interlock coil were selected for use. During procedure, it was noted that there was resistance felt during deployment of the coil, and it could not be pushed further. The pusher wire was pulled out, but coil was left detached inside the 5f non boston scientific catheter. The same event occurred with the second coil. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.